Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The customer reported the following: "the notifier reports a defect in the product plaque axsos right 12t non-sterile with unknown reference and unknown batch number. Right femur plate fracture in an 85-year-old patient during walking, without trauma, implanted on (B)(6) 2025. Returned to the operating room on (B)(6) 2026 to revise with new plate."